Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with bso. It was reported that patient underwent laparoscopic nissen fundoplication on (B)(6) 2009. The patient underwent an excision of vaginal mesh and closure.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, third degree uterovaginal prolapse, cystocele, rectocele and enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistula, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh trimming on (B)(6) 2012, mesh excision on (B)(6) 2013 and mesh extraction on (B)(6) 2014 due to erosion, pelvic pain, dyspareunia, defecatory dysfunction, sexual issues, leg cramps, auto-immune deficiency which led to osteoaryhritis.

Manufacturer narrative:
It was reported that patient underwent transvaginal urethrolysis, repair of lateral defect cystocele, posterior vaginal wall repair using pds sutures, and repair of cystocele central defect using pds suture on (B)(6) 2014 due complications of mesh surgery, urinary incontinence, cystocele grade 3 and rectocele grade 3. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.